Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2018-04303. It was reported the patient complained of receiving ineffective stimulation therapy ever since a car accident. Reportedly, the patient has not used the scs system in over two years. Subsequently, the patient requested to have the scs system removed.

Event description:
Related manufacturer reference numbers: 1627487-2018-04303, 1627487-2019-06744. The patient's ipg and two terminal lead ends were explanted on an unknown date.

Event description:
Related manufacturer reference numbers: 1627487-2018-04303, 1627487-2019-06744.